Event description:
Complainant alleged that during biomed testing the paddles allowed the device to discharge, however, the device's defib output did not register on the test equipment. Complainant indicated that there was no pt involvement in the reported malfunction.